Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate after loading multiple cartridges with insulin. There was no impact to the customer's blood glucose level. It was indicated that the customer had a backup pump available for alternate insulin therapy.